Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a sore on her back where the vibration box of the lifevest presses on her back. The patient was prescribed santyl cream. In addition, the patient adjusted her sleeping position. Follow-up indicated that the sore was healing.